Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose value was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted in performing high pressure test and it passed. Reservoir will not be returned for analysis.